Event description:
It was reported, "a subject, (B)(6), enrolled in the (B)(6) study experienced an operative side adverse event of excessive knee pain. The event was listed as uncertain in relationship to the device. It was noted that the event resolved. "No evidence of hardware loosening and pain issue resolved."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.